Event description:
It was reported that the patient had a chronic driveline infection with extra resisting pseudomonas aeruginosa. They tested positive for covid-19 at the end of (B)(6) 2024. The patient was hospitalized and received therapy for covid-19. Post-covid the infection migrated into the bloodstream and the patient developed septic shock and multisystem organ failure. The patient passed away. The outcome was not device or therapy related and was due to the patient condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further communicated on 13jan2025 that the patient was admitted on (B)(6) 2024.

Manufacturer narrative:
B3, b5 narrative information re event date - date of event updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not returned. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.